Event description:
It has been reported that an account had an isoflex mattress that was ruined because the zipper on the cover broke and let fluids inside the mattress. According to the customer, they had to dispose of the mattress because a (B)(6) patient was on the mattress. No adverse consequences have been reported. Event date was approximated.

Manufacturer narrative:
The customer disposed of the mattress. Device serial number unavailable.